Event description:
Loaner surgical tray instruments for scheduled procedures are to be delivered thoroughly cleaned, inspected and tested for proper function. Contaminated instruments were discovered after putting through washers for a final wash. A significant amount of bioburden was discovered in two trial broaches (6.0 and 9.0) in pan 4 of 6 taperloc rpp.